Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-04394. It was reported the patient experienced a change is stimulation and lead diagnostics revealed multiple high impedances. The patient underwent surgical intervention on (B)(6) 2016 where the leads were replaced.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-04394. Follow up information identified the patient is receiving effective stimulation postoperatively.